Event description:
A nurse reported that the "vit" would not stop during a procedure. Another system was used to complete the case without harm to the patient. Additional information has been requested.

Manufacturer narrative:
The customer called the company technical support specialist for assistance with troubleshooting the issue reported. The company service representative called the customer and found the footswitch mapping and the surgeon settings were incorrectly programmed. The company sales representative went on site and mapped the footswitch and surgeon settings correctly. The customer canceled the service request. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause reported by the customer was due to the system settings incorrectly programmed. (B)(4).